Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('general fatigue') in a 42-year-old female patient who had essure (batch no. 650104, 565710) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced fatigue (seriousness criterion medically significant), dizziness ("dizziness"), depression ("depression"), arthralgia ("severe joint pain") and sciatica ("sciatica cruralgia"). At the time of the report, the fatigue had not resolved and the dizziness, depression, arthralgia and sciatica outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, dizziness, fatigue and sciatica with essure. The reporter commented: the pain is still present, sometimes unexplained, which is very difficult to live with diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after company internal review the case was upgraded to incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-oct-2022. The most recent information was received on 11-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("general fatigue") in a 42 year-old female patient who had essure inserted (lot no. 650104, 565710) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. In 2008 she experienced fatigue (seriousness criterion medically important), dizziness ("dizziness"), depression ("depression"), arthralgia ("severe joint pain") and sciatica ("sciatica cruralgia"). At the time of the report, the fatigue had not resolved. The outcomes for dizziness, depression, arthralgia and sciatica were unknown. No causality assessment was received for essure with regard to dizziness, depression, fatigue, arthralgia or sciatica. The reporter commented: the pain is still present, sometimes unexplained, which is very difficult to live with. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Lot # 650104, 565710 are invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.